Event description:
Lithotripsy procedure requiring the use of soltive superpulsed laser. Caregiver reported fire observed while md performing lithotripsy procedure. Vendors were present in the room. Probe removed, new probed, attached but when trying to use flame witnessed again. All products with that lot were removed.